Event description:
Boston scientific was originally notified that during an event when the excelsior sl-10 microcatheter was accessed to the lesion and the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was inserted into this catheter, it could not be pushed in. The coil was changed to another but the same issue was encountered. The excelsior sl-10 microcatheter was changed to another and the pocedure was finished successfully.